Event description:
As reported for this event by the customer, the device nozzle has a problem with suspicion of clogging resulting in the irregular air/water supply. Device reprocessing was carried out per the correct procedure. There is no reported harm to any patient.

Manufacturer narrative:
This device is not sold in the us but a similar device is. This device was not repaired in the last year. The device is returned and an evaluation completed for it. Upon inspection and testing, presence of unknown white foreign material was observed in the nozzle. There was no deformity of the nozzle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a fibrous piece of gauze or waste cloth and a piece of the injection tube or the silicone product or the like which entered in the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.